Event description:
It was reported that during an angiogram and percutaneous coronary intervention procedure, a guide wire tip detached. This was a multi-vessel intervention. Using the seldinger technique vascular access was obtained via the right femoral artery. The total occlusion target lesion was located in the right coronary artery (rca). A pt graphix guide wire was placed at the target lesion with a back up support non bsc guide wire that eventually crossed the target lesion. The pt graphix guide wire became trapped with a non bsc catheter. The distal tip of the pt graphix guide wire became entrapped in the vessel wall. When removing the wire a very small fragment of the guide wire detached and was left in the vessel wall. Using a non bsc guide wire placed at the target lesion, a 1.5mm balloon catheter and a 2mm balloon catheter were able to be advanced and were used to dilate the target lesion at unknown atms and number of inflations. Two non bsc stents were placed in tandem in the mid right coronary artery with excellent angiographic results. A non bsc guide catheter and guide wire were advanced to the target lesion of the circumflex artery, and a 3x12mm non bsc drug eluting stent was implanted. The procedure was completed with a 2.5x28mm unspecified stent implanted in the left anterior descending artery (lad) with excellent angiographic results. The patient tolerated the procedure well and no further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).